Event description:
It was reported that the tip of the driver (rash8n) fractured off. The procedure was completed with another driver from stock.

Manufacturer narrative:
One narrow hex driver was returned for inspection. The device shows signs of wear consistent with use. The hex tip is confirmed to be fractured. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified documents reviewed: p-iis086gi rev. F 11/2015 and instsm rev d 02/16. Information identified: pick-up and delivery of implant: care must be taken when inserting the implant placement driver tip into the implant. A very low rpm must be used as you approach the internal connection of the implant with the driver tip to properly align the internal hex of the implant with the external hex of the driver. Press down firmly to engage the implant securely. Complaint alleges the hex driver was fractured during use. The complaint was confirmed during inspection. A root cause for this complaint could not be determined. Device evaluated by manufacturer: change ¿no¿ to ¿yes¿.